Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 3006705815-2018-01534. It was reported the patient experienced abdominal pain and cramping post scs system implant. Symptoms only occurred when the stimulation was on. In turn, the entire scs system was explanted which resolved the issue.